Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the right ventricular lead was implanted, bleeding was noted in the implant pocket of the patient. A purse string suture was applied to the pocket but the bleeding persisted. The lead was then removed and bleeding was stopped. The surgeon was able to complete the procedure with a new right ventricular lead. The patient's condition was stable post procedure.